Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and the battery longevity was shorter than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted: (B)(6) 2011; 694758 lead, implanted: (B)(6) 2011. (B)(4).